Event description:
It was reported that the bd vacutainer® push button blood collection set experienced non patient needle separation from the holder luer/adaptor/hub during use. The following information was provided by the initial reporter: material no. 367342, batch no. 9158883. Per email: this was a tube drawn (from an inpatient), used was a butterfly collection set. The front end of the needle was still on the patient¿s arm but when the phlebotomist pulled the tube out, the back end of the needle came off with the tube. Nobody was hurt.

Manufacturer narrative:
Medical device type: jka, fpa. A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that the bd vacutainer® push button blood collection set experienced non patient needle separation from the holder luer/adaptor/hub during use. The following information was provided by the initial reporter: material no. 367342, batch no. 9158883. Per email: this was a tube drawn (from an inpatient), used was a butterfly collection set. The front end of the needle was still on the patient¿s arm but when the phlebotomist pulled the tube out, the back end of the needle came off with the tube. Nobody was hurt.